Manufacturer narrative:
Corrected data: investigation findings.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced discomfort at the ipg site. As such, surgical intervention took place on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue. Reportedly, discomfort at the ipg site has resolved.